Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 53-year-old male of unknown race and ethnicity noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported the physician placed the pump far/deep into the left ventricle (lv) and the pump kinked fully back upon itself and was removed from the valve/ventricle to the aorta where it straightened. The team evaluated to be sure no lv perforation/effusion had occurred and then replaced the kinked pump with a new cp and support initiated without any noted harm or injury from malpositioning or delay.

Manufacturer narrative:
The investigation for the product damage/kink and the positioning issue has been completed. Data logs were reviewed which confirmed the pump was in improper position corresponded with the clinical description that triggered alarms, impella position in ventricle/aorta. No other issues were found on the logs. The product was not returned for review. Based on clinical description and data analysis, the root cause of positioning issue was most likely use related. The root cause of kinked cannula was most likely excessive force. B.7 revised as information was inadvertently omitted from the initial submission of manufacturer device report number 1220648-2024-12616. E.4 should have been left blank in initial manufacturer device report number 1220648-2024-12616 as it is unknown the initial reporter also sent the report to the FDA. H.6 codes 4604 and 2981 were reported incorrectly on the previously submitted manufacturer device report number 1220648-2024-12616. A new code has been added.